Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, acceptable sensing and capture values could not be found. The lead was not implanted. A replacement lead was successfully implanted. The patient was in stable condition through the event.